Event description:
Two implants placed on 03/05/98 in the mandibular posterior sextant. Pt reported pain two to three weeks after placement. Infection was noted at that time and pt was placed on antibiotics, but was unsuccessful in controlling infection. Implants were removed 05/12/98. One person affected.